Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, episodes of noise that resulted in oversensing and automatic mode switching was noted on the right atrial (ra) lead. The device was reprogrammed to deactivate the ra lead and the event was resolved. The patient was stable.